Event description:
It was reported that the pump requested a minimum of 50 units after multiple, consecutive fill tubing steps were completed in an attempt to remove air bubbles from the infusion set tubing. The customer acknowledged that the low insulin level in the cartridge was likely due to priming for too long. The customer's blood glucose level was 274 mg/dl. Tandem technical support assisted customer with loading a new cartridge and resuming insulin delivery.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.